Manufacturer narrative:
It is unk if service was requested. There was no evidence of system performance issues. Creatine kinase (ck) and myoglobin results were within the normal reference range. The sample type is lithium-heparin plasma. Samples were collected in lithium-heparin tubes. Centrifugation time was not provided by the customer. Quality control (qc) was within spec at the time of the event. Customer product line support (cpls) lab tested the pt sample. Heterophile testing lowered the signal demonstrating the presence of interfering substances in the pt sample. Interfering substances is the root cause of the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin-I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The affiliate alleged the customer reported elevated troponin-I (accutni) results above the acute myocardial infarction (ami) cutoff from one pt sample involving access 2 immunoassay system. The elevated troponin-I levels remained constant and no other clinical info indicated cardiovascular abnormalities. The customer suspected an interference of human anti-mouse antibodies (hama). The elevated results were reported out of the lab. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event. The customer supplied beckman coulter, inc in (B)(4) with the pt sample for further analysis.